Event description:
Event description guidant received information that this left ventricular pacing lead exhibited high pacing threshold and impedance measurements when programmed in lv tip to lv coil. When programmed to lv tip to rv coil, all lead measurements are normal.